Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/+2,5; cat # 6570-0-536; lot # 94623001, tridentii tritanium cluster54e; cat # 702-04-54e; lot # 93053401a, 6.5mm low profile hex screw 35mm; cat # 7030-6535; lot # wyle, 6.5mm low profile hex screw 35mm; cat # 7030-6535; lot # y3r, trident psl ha solid back 54mm; cat # 540-11-54f; lot # 94703901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "revision today was a wash out due to infection. No further information is available from the doctor or the hospital." A head and liner were exchanged.